Event description:
It was reported by the physician that the haptic on the intraocular lens (iol) was damaged as it was being implanted. The iol was removed and replaced without complication one week later.

Manufacturer narrative:
Inspection of the returned iol shows 2 distorted haptics and an optic cut in 2 pieces. Lens met all manufacturing specifications prior to release. Based on our inspection of the iol and the physician's report, we concluded this was not a manufacturing related issue.